Manufacturer narrative:
(B)(4). Date sent: 11/30/2023. D4: batch # 860a13. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Device history review a manufacturing record evaluation was performed for the finished device batch number 860a13, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2023, d4: batch # unk. A manufacturing record evaluation was performed for the finished ats45, with lot/batch number x9598h, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapling didn¿t work until the end of the procedure, it was incomplete. The surgeon had the impression that there had not stapling enough on the cartridge. A new ats45a taken to complete the procedure. No patient consequences reported.